Event description:
Curved intraluminal stapler failed to close staple line fully resulting in leak in gastric bypass graft. Bypass graft was handsewn by surgeon. Ethicon sales rep present and took device to be inspected.